Event description:
The complainant notified the clinical consultant that the automated impella controller (aic) generated a battery failure alarm. It was reported that the controller indicated a battery failure message upon start up and attempts to rest the battery were unsuccessful. There was no patient harm reported.

Manufacturer narrative:
The investigation into the battery failure has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed the reported failure, there was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 2 pack voltage was measured to be 3.5 v rather than the expected 16 v, and the battery liquid crystal display indicator was blank (fully discharged). Batttest showed 400 mv cell voltage difference with battery 2. Battery 2 was replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.